Manufacturer narrative:
Analysis on the returned motor battery charger resulted in no failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that the charger boar was installed on a test system. Communication and motion were successfully. 3d and 2d images acquired successfully. Analysis on the returned battery charger 1 resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the battery charger 1 failed bench test. Charger channel e, output test malfunctioned. Dut pcb d3e green led failed and 0 voltages were recorded. All other chargers channel a, b ,c,d,f,g, h and the sense voltage recorded voltage were within range. Analysis on the returned battery charger 2 resulted in an electrical failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that it failed visual inspection. Leaking capacitors found and board is slightly warped. No battery errors were observed while under test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the top led was out on battery charger 1 and had no voltage. The representative replaced all battery charger boards and the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during servicing, the representative discovered that the charger boards for the system are not working. There was no patient present when this issue was identified.